Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead was cut during a coronary artery bypass graft (CABG) procedure. The lead was cut into 2 pieces and the distal part of the lead was removed by the operating room (or) staff. The remaining half of the lead was then explanted after the conclusion of the CABG procedure. Both portions of the lead were disposed of by the or staff. A new rv lead was then implanted without further complication. No adverse patient effects were reported.,